Event description:
It was reported that during the attempted implant of a leadless implantable pulse generator (ipg) the leadless ipg exhibited poor pacing threshold. The leadless ipg and delivery system were removed and replaced with a new leadless ipg and delivery system. The new leadless ipg was deployed nine times. However, post ninth deployment after pull and hold test before the tether was cut the patient experienced a cardiac arrest and died.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Model #: mc1avr1, expiration date: 28-dec-2022, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 12-jul-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.